Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the batteries were at 6.0 amp hours (ah). He replaced the batteries and tested the sytem. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that the system batteries are dead. The last measured discharge (lmd) reads "failed". No other details regarding the nature of this event were provided.

Manufacturer narrative:
The manufacturer received the voluntary event report form (mw5058423) from the FDA on 05-jan-2016. Per follow-up with the customer on (B)(4) 2016, they confirmed there was only one event (emdr #1828100-2016-00046 will be rejected as a duplicate report). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review on 08-feb-2016: according to the user facility's biomedical engineer (biomed), he could not recall much detail, but mentioned that there was no impact to the patient and this was in fact the same incident as reported to the FDA (mw5058423). Summary of the incident: system 1 cardiopulmonary bypass machine was taken to the operating room for a procedure. After being unplugged and taken to the operating room, after approx. Two to three minutes the machine completely powered down. The machine has backup batteries that did not keep the machine powered up while it was unplugged. The disposables were removed from that machine and setup on another machine. The machine was then taken out of service and biomed dept was called to communicate this incident with the manufacturer of the machine. The patient was not affected by this incident. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Additional information from the laboratory evaluation, recharging was attempted on the 10.8 volts direct current (vdc) battery and afterwards read 13 vdc and 13siemens (s) (375s is minimum requirement for conductance). The load simulation test failed immediately upon removal of alternating current (a/c) power. No data logs were returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The batteries were received in severely discharged condition. The low voltage and conductance readings indicate irreversible degradation of the batteries.